Event description:
When the user carton was opened, there was no balloon. The user carton was discarded by the facility. There was nothing to return for eval. No other info was provided by the contact at this time.